Event description:
It was reported that the pump turned on and off prior to patient use. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation could not confirm the pump to power on or off without user input. The device was tested and was found to be operating properly. Review of the device history log shows that the pump alarmed 18 times for a "battery alert."